Event description:
New information received stated that the inability to implant the lead was due to difficult patient anatomy. The physician did not allege any malfunction or deficiency with the lead.

Manufacturer narrative:
Additional information: b5 correction: upon review, the left ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or caused a serious event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the pulse generator implant procedure, the physician was unable to successfully implant the left ventricular lead. The lead was then removed and the left ventricular port on the device was plugged for possible future attempt. The procedure was completed without further incident. There were no adverse consequences to the patient.